Manufacturer narrative:
(B)(4). Final analysis found that the inner insulation was abraded and twisted at 50.5 cm to 51.1 cm from the connector pin. This damage contributed to reported noise and low impedance measurements.

Event description:
It was reported that the patient presented to the emergency room experiencing presyncope. Egms revealed that the right ventricular lead exhibited noise reversion episodes due to noise and low impedance measurements. The device was reprogrammed. On (B)(6) 2016 the lead was capped and replaced. No additional information was reported.